Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for ergostand we have found only one complaint related to issue where the lift stuck and patient was trying to get out of the sling on her own. We find this complaint t be single, isolated issue. The device was being used for the patient therapy. When caregiver was trying to operate the lift, it was not working and resident was stuck in up position in lift over toilet- in that way it contributed to the event. Due to lack of carefulness patient was trying to get out of the sling on her own at the time. She was able to remove her right arm and was then hanging from her left arm around the sling. Technician was able to test the device: sling was in good condition without any sign of defect. There has been also performed function test of the lift. Test result showed that the lift has no function, brakes were working correctly. Technician plugged in the lift in to charge, all functions were working correctly. There has been found battery malfunction which did not holding full charge. The technicians managed to recreate the event: "lift had no function at initial assessment after plugged in lift would function but did make beeping noise and flashed red light indicating low battery." All devices are equipped with instruction for use (IFU) which clearly inform how to correct use the device. IFU for ergostand (001.06100 issued on 2001) contains information: "life cycle (number of charging cycles)of the battery is largely dependent on the depth of discharge in each cycle. The more the battery is drained, the shorter its life span. The life of the battery is also related to such factors as varying temperatures and rest periods between charge and discharge" also there is warnings in IFU: "if the lower battery buzzer sounds, be sure to recharge the battery as soon as possible." "When the battery is low, the low battery indicator should emit an audible intermittent beep and the red light should be illuminated" "whenever possible have someone assist you to ensure the patient's safety at all times" moreover the IFU contains preventive maintenance which clearly inform that every day caregiver should inspect if the battery has been charged, and inspect the lift of any sign of damage. After reviewing the complaint it comes forward that the device was not according to its specification when the event occurred - worn battery, however after charging it, the involved device was working correctly. From above findings we conclude that this incident was caused by user error - the event occured due to not following the instruction for use by a caregiver. We find the reported event to be the unfortunate incident where the device played a role in the event but not as result of a malfunction. Please note, that if caregiver would have followed every guideline given in instruction for use there would have been no user at risk.

Event description:
There was initially reported to arjohuntleigh representative that: "resident placed on sit to stand lift, then lifted up from wheel chair and moved to bathroom for toileting. When down button pressed lift did not respond and resident was stuck in up position in lift over toilet. Lift would not go up or down and would not move despite trying to unplug and plug in lift to power and release emergency stop. (B)(6) came to look at lift at that time resident pulled right arm back and out of sling. Resident now hung by one arm in sling rpn helped resident out of sling and onto toilet. Lift would not function, removed by (B)(6) and placed in service hall." Due to this incident the resident has fractured her right femur.